Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device entered into backup vvi mode during a cyber security upgrade. The upgrade was not installed successfully and interrogation was difficult. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of device went into backup mode during cybersecurity upgrade and a concern of premature battery depletion was not confirmed. The device was received in normal working condition and its voltage was above elective-replacement level (eri). The backup mode has been recovered in the field with a product code reload. The electrical and mechanical tests indicated normal device functionality. The device¿s cybersecurity upgrade was performed in the lab successful without able to reproduce the backup event as reported from the field. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. There were no anomalies found that could help determine the cause of backup operation occurred in the field.